Event description:
Patient reported "silent rupture, fatigue, painful breast, rippling implant and lumps which move" and "breast is much harder". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for Reoperation: Rupture.